Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, a removal of latitude ev total elbow replacement was performed for a patient who had an infection. The patient had a revision surgery on (B)(6) 2025. The surgeon accessed the joint and removed a significant amount of black matter and then proceeded to take the humeral and ulnar stem out. No further information was provided.

Manufacturer narrative:
Correction-date of explant (d6b) added. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence besides a photograph of the explanted devices were provided. The device inspection revealed the following. An evaluation of the provided images shows the devices to be intact, with all components account for and a complete cement mantle present. Without any medical imaging of the alleged event and no pathology provided, the event cannot be confirmed. A functional inspection was not possible as the device was not returned. A dimensional inspection was not possible since the devices were not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, a removal of latitude ev total elbow replacement was performed for a patient who had an infection. The patient had a revision surgery on (B)(6) 2025. The surgeon accessed the joint and removed a significant amount of black matter and then proceeded to take the humeral and ulnar stem out. No further information was provided.later it was added that after speaking to the surgeon he mentioned the patient had gone well and was happy with the outcome of plating the patients arm with another companies products.